Manufacturer narrative:
(B)(4).

Event description:
It was reported that "they said the pump shut off on patient, but I couldn't reproduce anything. This time, the unit powered up, but did not have any alarms and a blank screen. I pulled the log files, and it had system error 7, system error 10, and running on battery alarms. I replaced the power supply and cpm, in addition to adding fcn 12 sc software/hardware update. The machine has been put back into service. There were no complications reported, the patient was not compromised, and the machine was switched out". Additional information received states that "patient had non sustained ventricular arrythmia during this episode, unable to fully attribute to pump stoppage per md". It further states that regarding medical intervention, "to address increase in ventricular ectopy yes, unsure if this was related to event or patient physiological state. Ef 10-15% awaiting CABG, another isolated event happened when iabp working appropriately". The patient's status is reported as "continues with admission s/p revascularization via CABG. Iabp d/c'd after surgery. Planning for discharge".

Manufacturer narrative:
(B)(4). The reported complaint for the "pump shut off on patient" is not able to be confirmed. The product was not returned for investigation. According to the event details, the field service agent could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "they said the pump shut off on patient, but I couldn't reproduce anything. This time, the unit powered up, but did not have any alarms and a blank screen. I pulled the log files, and it had system error 7, system error 10, and running on battery alarms. I replaced the power supply and cpm, in addition to adding fcn 12 sc software/hardware update. The machine has been put back into service. There were no complications reported, the patient was not compromised, and the machine was switched out". Additional information received states that "patient had non sustained ventricular arrythmia during this episode, unable to fully attribute to pump stoppage per md". It further states that regarding medical intervention, "to address increase in ventricular ectopy yes, unsure if this was related to event or patient physiological state. Ef 10-15% awaiting CABG, another isolated event happened when iabp working appropriately". The patient's status is reported as "continues with admission s/p revascularization via CABG. Iabp d/c'd after surgery. Planning for discharge".